Manufacturer narrative:
(B)(4). Customer returned the product on 4/27/2016. Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: manufacturer attempted to obtain additional information with three(3) follow up phone call in an effort to ensure the customer condition; unable to establish contact with customer.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 145 to 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of blood glucose results. Comparison of blood glucose test results by customer from truemetrix meter to alternative meter. Back to back blood test performed by customer non-fasting on (B)(6) 2015 produced test results of 392 mg/dl using truemetrix meter and 197 mg/dl using alternative meter. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/14/2016 and open vial date is (B)(6) 2015. The meter memory reviewed for test results (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: manufacturer attempted to obtain additional information with three(3) follow up phone call in an effort to ensure the customer condition;unable to establish contact with customer.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 145 to 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of blood glucose results. Comparison of blood glucose test results by customer from truemetrix meter to alternative meter. Back to back blood test performed by customer non-fasting on (B)(6) 2015 produced test results of 392 mg/dl using truemetrix meter and 197 mg/dl using alternative meter. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/14/2016 and open vial date is (B)(6) 2015. The meter memory reviewed for test results (date / time not set): (B)(6). Adverse event not reported.